Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken black power cable connector was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis, nor was a log file from this controller submitted for review. Multiple good faith efforts were made in order to receive the correct log files from the controller that was replaced (serial number: (B)(6)) and to retrieve product return information; however, no response was received. The system controller (serial number:(B)(6)) was replaced with the controller (serial number: (B)(6)) in accordance with approved labeling. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on 14sept2015. Heartmate iii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and inspecting the system controller power cables for damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a broken black power cable connector at the part that twists onto the battery clip. The controller was exchanged. A review of the logfiles found nothing of interest as the periodic log did not contain any data. It only showing the replacement controller getting up to speed.